Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate in australia, regarding a 23mm sapien 3 ultra valve implant in aortic position by transfemoral approach. During procedure, there were difficulties to advance the commander delivery system and valve through the esheath distal tip, but the valve passed and was successfully implanted. No issues were found during withdrawal. After removal, it was observed that the esheaths distal tip was torn and the radiopaque marker was nearly sheared off. The esheath was discarded. The patient did not suffer any injury from the event and was discharged from hospital.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis.imagery was provided for review. Post procedural imagery was provided and the following was observed: the sheath liner fully expanded, as designed, but distal tip was torn radially along the distal edge of the liner.the reported events were confirmed based on provided picture. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation.the failure mode is characteristic of sheath tip tear events as described in a product risk investigation. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the crimped valve and sheath tip during delivery system advancement, tearing radially the distal tip along the distal edge of the liner. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear.additionally, it was reported that mild calcification and mild tortuosity were present in the patients access vessel. Per the training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity, and degree of calcification. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Calcification can also create a constrained condition and lead to sub-optimal conditions for distal tip expansion.as such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.